Manufacturer narrative:
This report is submitted on june 15, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported).